Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 12/4/2007. At the consumer's request, the surgeon was not contacted for further info.

Event description:
A consumer reports that following intraocular lens (iol) implant surgery, he is disappointed because his vision is 20/50. At the consumer's request, the surgeon was not contacted for further info. There are two MDR associated with this event. Right eye: MDR # 1119421-2007-00516, this report is for the left eye.